Event description:
In 2001, patient underwent right total knee implant. Post-op, patient experienced pain and discomfort. As a result, the knee was revised in 2005 where the tibial articular surface was found worn and loose in the joint.